Manufacturer narrative:
Patient identifier, date of birth and weight are not available for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 the patient was treated for a femur trochanteric fracture. On postoperative date of (B)(6) 2017 it was found that the blade was starting to cut out, however was not fully cut out. Revision surgery was performed on (B)(6) 2017. The surgeon extracted tfna 125°and inserted the competitor¿s nail with artificial bone. All the hardware was explanted intact. Patient postoperative status/outcome reported as good. This complaint address the postoperative issue of helical blade cut out. The intraoperative issue of the heliacal blade was a bit further back than usual during initial procedure performed on (B)(6) 2017 has been captured under linked (B)(4). Concomitant devices reported: t10 mm/125 deg ti cann tfn 200 mm ¿ sterile (part # 04.037.013s, quantity 1), 5.0 mm ti locking screw w/t25 stardrive 30 mm f/im nail-ster (part # 04.005.520s, quantity 1), ti end cap for tfna 0 mm extn ¿ sterile (part # 04.038.000s, quantity 1). This is report 1 of 1 for (B)(4).